Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 575 mg/dl and the cause was not known. Corrective boluses and insulin injections were used to address the bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin. The next day while loading a cartridge, a cartridge alarm was received. Bg at the time was 400-500 mg/dl. Tandem technical support assisted the customer with loading another cartridge. No damage was observed to the cartridge. The customer was discharged on (B)(6) 2018 with the high bg/dka resolved.